Event description:
During the vns implant procedure on (B)(6) 2013, the patient experienced bradycardia while a system diagnostic test was performed. The patient has no prior history of cardiac events and no family history of cardiac events. Additionally, the patient has no pre-existing medical conditions. The bradycardia occurred intraoperatively during the first and second vns system diagnostics. Prior to the event, the patient¿s heart rate and blood pressure were 51 beats per minute and 125/60 respectively. After the first system diagnostics, the patient¿s heart rate dropped to 23 beats per minute. After the second system diagnostic test, the patient¿s heart rate went to 37 beats per minute. This event happened for four to six seconds and the then heart rate came back to normal. The anesthesiologist injected buscapine and atropine into the patient as an intervention. After the patient got a heart rate of 67 beats per minute, another system diagnostic test was performed. The bradycardia did not occur during the three times that the patient was tested after this. The injected buscapine and atropine intervention was not done to preclude a serious injury. The patient¿s blood pressure was 120/60 after the arrhythmia events. The system diagnostic results were: output status ok, output current = 1.0ma, lead impedance ok, dcdc/ohms 1.417, near eos no. The patient was not hospitalized as a result of the arrhythmia and the event has not recurred. After the bradycardia events during surgery, the implant was continued, but the device has not been programmed on since the events. The neurosurgeon noted that the patient has an abnormal vagal anatomy, in that the patient has an abnormal split left vagus nerve. It has been reported that the device was functioning appropriately and that the bradycardia is related to the vns therapy stimulation. However, it was also stated that it is not believed the vns exacerbated or co-currently contributed to the arrhythmia. Post operatively, the patient did not present with any symptoms suggesting an arrhythmia. The patient did not experience any traumatic events prior to the arrhythmia and had no triggers prior to the arrhythmia event. The patient was on several medications at the time of the event; however, it was reported that the event did not follow a medication change. The bradycardia does not correlate with the on time of the programmed device settings. No other information was provided.

Event description:
Additional information was received on (B)(4) 2013. It was reported that the patient's device was programmed that morning following the respective recommendations from the emergency room. The patient did not show any side effects during the programming. The following information was provided: heart rate prior to vns activation: 87bpm; heart rate post vns activation: 88bpm. Parameters of vns activation - output current: 0.25 ma; frequency : 10 hz; pulse width: 130; on time: 7 seconds; off time: 30 min; magnet output current: 0.0 ma. No additional information has been provided.